Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower limb artery, the catheter allegedly did not have suctioning power. It was further reported that the head end of the catheter retreated to the distal portion of the sheath and was allegedly stuck. Furthermore, the head end of the suction catheter allegedly fell off by itself after being withdrawn, making the catheter unusable. Reportedly, the surgeon finally made an incision to remove the plug. The current status of patient is unknown.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2024. The correct g3 date is (B)(6) 2024. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. Therefore, a physical investigation was not possible. The user report contains information regarding catheter mechanical jam and break of the helix. The user provided images show helix break of the catheter. After review of the provided images the helix break can be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower limb artery, the catheter allegedly did not have suctioning power. It was further reported that the head end of the catheter retreated to the distal portion of the sheath and was allegedly stuck. Furthermore, the head end of the suction catheter allegedly fell off by itself after being withdrawn, making the catheter unusable. Reportedly, the surgeon finally made an incision to remove the plug. The current status of patient is unknown.